Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio result while performing a correlation study. Results as follows: file # 290290. Inratio: 2.6. Lab 1: 1.82. Lab 2: 1.57. File # 442390. Diagnosis: cerebral hge. Inratio: 3.0. Lab 1: 1.2. File # 319955. Diagnosis: a.v.r. Inratio: 5. Lab 1: 2.89. No other pt info was provided. Correlation study was performed in (B)(6).